Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2020 explanted: (B)(6) 2021 product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) indicated the hcp was unable to aspirate cerebrospinal fluid (csf) from the catheter that occurred on (B)(6) 2021 during a procedure. The catheter was replaced on (B)(6) 2021 and the customer discarded. It was further reported at the time of initial implant, the patient reported slight increase in dosage had not improved the patient¿s spasticity. No troubleshooting was complete. The physician took the patient to surgery to explore the catheter. The physician was unable to get csf return. The physician implanted a new 8780 and the issue was resolved at the time of this report. The patient¿s status was ¿alive- no injury¿. The patient¿s medical history was asked and would not be made available.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 27-mar-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) regarding a patient receiving lioresal (2000 mcg/ml at 1078 mcg/day) via an implantable infusion pump. It was reported that the patient was being switched from lioresal to gablofen. The patient had not gotten good therapy since implant. They were providing oral medications on top of the pump and the doctor was concerned that there was a pump or catheter issue. A catheter port aspiration was attempted but no fluid was able to be aspirated. A dye study was not able to be performed. It was noted there was a "catheter malfunction" and the patient had been referred to neurosurgery for a catheter revision. The issue was not considered resolved. No further complications were reported.